Manufacturer narrative:
The involved sample is not available for eval. Therefore, the investigation was based upon assessment of user facility info and eval of reserve samples from multiple lots. No abnormalities or defects were noted on visual inspection and all samples passed functional testing. A review of the device history records indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although, the cause cannot be definitively determined based on the available info, there is not evidence that this event was related to a device defect or malfunction. The device labeling does address the potential for such an occurrence in the warnings and the instructions-for-use, such as the following: "handle with care to avoid needlesticks"; and "keep hands behind the needle at all times during use and disposal." All available info has been placed on file in qa for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported that a technician incurred a needle stick after a sample collection was taken. On follow up communication, it was reported that the technician had activated the safety sheath and was removing the needle hub when the needle "disengaged" from the safety sheath and the user was stuck. The reporter confirmed that prophylactic medical treatment was initiated per the facility's protocol.